Event description:
I had an essure device fitted in 2013 due to already losing a tube due to an ectopic in 2009 and my age. I was told we could not conceive. We then went on to have a son in 2012. We decided to get sterilized due to the higher risks. I was told by my "consulted" this was perfect for me. I have recently found out I'm pregnant and I have read this should not have been performed in only one tube or blocked tube. I had been very concerned. I rang the hospital stating concerns and have been dismissed with no answers and told to come back in a week.